Event description:
It was reported that one day post implant, there was an increase in thresholds for the leadless implantable pulse generator (ipg). The patient remained in the hospital for an additional day and the thresholds normalized. The device remains in use. No patient complications have been reported as a result of this event.